Manufacturer narrative:
The problem was due to a damage in the pumping chamber and rod crystal. After the replacement of these two components, the laser system restarted to work. This event occurred on (B)(6) 2012. At that time, quanta system was informed about it by the service work order (B)(4) from our distributor, recorded on our claim n degree 284 / (B)(6) 2012. In accordance with our MDR procedure, in effect at that time, and in accordance with a later retrospective review, with the information available at the time quanta system did not evaluate it as a MDR. On date (B)(6) 2014 quanta system received additional information by distributor: a patient claims that, because the laser did not fire, before the treatment the doctor decided to do an open procedure and he suffered complications because of that. The laser was never used on the patient, and we are unaware about why the doctor decided anyway to do an open procedure. Apparently the patient underwent a traditional open surgery intervention (without the lasers) with complications. However, although the even is reportable for the FDA rules, there is no physical correlation at all between the litho laser and the patient's post operative health status.

Event description:
The laser system had the following problem: "no power output". This event occurred on (B)(6) 2012. At that time quanta system was informed about it by the service work order 12-0090 from our distributor, recorded on our claim n degree 284 / (B)(6) 2012. In accordance with our MDR procedure, in effect at that time, and in accordance with a later retrospective review, with the information available at the time quanta system did not evaluate it as a MDR. On date (B)(6) 2014 quanta system received additional information by distributor: a patient claims that, because the laser did not fire, before the treatment, the doctor decided to do an open procedure. Apparently, the patient underwent a traditional open surgery intervention (without the lasers) with complications. However, although the even is reportable for the FDA rules, there is no physical correlation at all between the litho laser and the patient's post operative health status.